Event description:
In 2009, it was reported to boston scientific corporation that an achalasia pneumatic hand pump and monitor were used during an esophageal dilatation procedure two days prior. Per the complainant, the gauge of the inflation pump was not functioning. Although the physician could not determine the inflation pressure, the procedure was completed with this device. There has been no report of complications or serious injury to the pt due to this event. The pt was reported post procedure as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.